Event description:
Information received on (B)(6) 2007, from the doctor indicates the lot #510065 (inserter) and lot #520558 (screw) would not release from the inserter. Mesh had been attached to the vaginal vault. First screw was then placed in the sacrum, but would not release from the inserter, and the screw had to be removed by pulling from the sacrum. Doctor made several attempts to remove the screw from the shaft, but it was absolutely wedged in place, and it took all his strength and a pair of heavy artery forceps to release it. He then placed the second screw into the device. This released easily from the shaft and he went on to place this without complication into the pt, he then used a suture to attach the rest of the mesh to the sacrum. The pt in this case is making an uncomplicated recovery.

Manufacturer narrative:
(B)(4). Screw is operating room damaged. Screw sticks in shaft bit.